Manufacturer narrative:
Vyaire medical file identification: (B)(4). No photographic evidence was supplied and no sample was returned. Therefore it was not possible to determine the cause of failure. Some type of evidence is required to perform further investigation about the reported defect. Also, device history record cannot be reviewed without a lot number. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the leg attachment pad for corometrics fetal scalp electrode cable does not make a secure connection to the cable and they are not sticking well to the patient like the old pads did (item # 2464aao). The customer said that if the patient moves, they seem to fall off. She said it also looks like the screw on the pad is not ¿tall¿ enough to make a secure connection into the cable.there is no information regarding patient involvement associated with the reported event.